Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report "I had a session with my implantable cardioverter defibrillator (ICD) in 2014 and it started to sing to me. I went to the hospital and the wires were loose and disconnected.¿ follow up confirmed the right ventricular (rv) lead was replaced due to diaphragmatic stimulation. No further patient complications have been reported as a result of this event.